Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Within the green, in the middle. Was a leak test performed? If so, what type and what was the result? No, it is contraindicated in this area. Was the staple line visualized endoscopically during the initial surgical procedure? No, it is contraindicated in this area. Was a postoperative esophagram performed prior to feeding? If so, what was the result? No it is only indicated for the third or fourth day post-operatively. No feeds were given until all follow up-surgery had been performed. Did the patient have any postoperative dysphagia or other swallowing problems? No it was not performed, the patient was given no feeds until the integrity of the anastomosis could be ascertained and this was after follow-up re-operation which had to take place.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: is the lot number of the device available? The consignment report the week before the usage states that the lot number on hand was: r40l7v, to my knowledge this is the only cdh21 used at the hospital during my tenure here as a rep. What were the indications for surgery? The patients has a mass/tumor in the area of the juncture between the stomach and the esophagus. Did the patient receive any preoperative chemotherapy or radiation? I will need to get this information. What was the procedural approach to the esophagus resection? The affected area was resected with an ntlc75 linear cutter, and the staple line was opened to the anvil and stapler coupling before intraluminal stapling. Where was the anastomosis constructed? Distal esophagus and proximal stomach in the epigastric area. Were there any issues experienced with the device in the initial surgical procedure? None noted what healthcare professional fired the device and what is his/her experience with the device? Experienced user, over 5 years of use. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? This will need to be ascertained from the surgeon. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, a clock was used. Was the device difficult to close? The surgeon reported no abnormality. Was the device difficult to fire? The surgeon reported no abnormality. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, rep was present. Was a complete transection of the white breakaway washer visually confirmed? Yes, rep was present. Was a leak test performed? If so, what type and what was the result? This will need to be ascertained. Was the staple line visualized endoscopically during the initial surgical procedure? This will need to be ascertained. Was a pyloroplasty or pyloromyotomy performed? Unsure about this questions meaning, but the esophagus was anastomosed to what used to be the pylorus of the stomach since the juncture between the stomach and esophagus was resected for the tumor. Was a postoperative esophagram performed prior to feeding? If so, what was the result? This will need to be ascertained. Did the patient have any postoperative dysphagia or other swallowing problems? This will need to be ascertained. How many days postoperative was the issue identified? The patient was taken back to theatre approximately 1 week after the initial surgery. How was the anastomotic failure identified? A decompression was necessary at the anastomotic area due to ¿failure to thrive.¿ were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. This will need to be ascertained but no memory of malformed staples retrieved from the anastomosis. What was observed upon reoperation? The surgeon reported a 30% anastomotic success rate. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Upon re-operation the surgeon reported a 70% deahesence in the anterior aspect of the lumen. What was done during the reoperation? Initially the area was decompressed, then a hand anastomosis was done. What is the current status of the patient? The patient if discharged, but had a longer than expected hospital stay. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You provided responses that the information will need to be ascertained from the surgeon. Please provide the following: did the patient receive any preoperative chemotherapy or radiation? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Was a postoperative esophagram performed prior to feeding? If so, what was the result? Did the patient have any postoperative dysphagia or other swallowing problems? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location.

Event description:
It was reported that the patient was operated in the esophageal area and during the procedure a cdh21a intraluminal stapler was used for an anastomosis. After firing two complete, ring-shaped tissue specimens were removed from the device. The patient was re-operated for failure of anastomosis. The patient also spent longer than expected time in the intensive care unit.